Manufacturer narrative:
This report is being submitted to correct space h. 6. Adverse event problem.

Event description:
It was reported that during a revision the right ventricular (rv) lead was surgically abandoned due to noise cause by a kink in the subclavian vein that damaged the lead. No indication on product return. No additional adverse patient effects were reported.

Event description:
It was reported that during a revision the right ventricular (rv) lead was surgically abandoned due to noise cause by a kink in the subclavian vein that damaged the lead. No indication on product return. No additional adverse patient effects were reported.